Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out the cartridge and infusion set and correction bolus via the pump. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. However, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.